Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons after 4 days of being implanted. Lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The non-specific device allegation was not confirmed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons after 4 days of being implanted. Lead was replaced. No additional adverse patient effects were reported.